Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "initial evaluation on subsidence of cemented collarless polished tapered stem applied to the patients with narrow femoral medullar canal" written by katsuyuki dairaku, masaji ishii, shinji kobayashi, hiroyuki kawaji, kan sasaki, yuya takakubo, and michiaki takagi published by the open orthopaedics journal published online 16 march 2010 was reviewed. The article's purpose was to evaluate radiographic images to assess the application of cemented collarless polished tapered stem (non depuy product). Depuy product utilized: endurance bone cement. Adverse event: cortical hypertrophy, "creep" phenomenon at stem-cement interface leading to subsidence of the non depuy stem. No cases of revision. No interventions noted for findings.